Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. A specific cause for the alarms could not be conclusively determined through this evaluation; however, it communicated gastrointestinal bleeding (gi) was the cause of the low flow alarms. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file captured events on (B)(6) 2025. Transient low flow alarms were active associated with elevated pulsatilty index. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including, bleeding, and cardiac arrythmia. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Section 4 also notes that changes in patient conditions can result in low flow. In reference to pulsatility index (pi), section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia, as potential late postimplant complications. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had complained of dizziness and ¿chest pounding¿ for a few weeks. They also had low flow alarms and syncope. The patient was admitted for gastrointestinal bleeding (gib) as well. During that admission it was found that the patient had a lot of runs of non-sustained ventricular tachycardia (nsvt) and bigeminy. They were admitted again after another syncopal episode and low flow alarms. A right heart catheterization (rhc) showed that the patient was dry. A computed tomography angiography (cta) was done to rule out extrinsic outflow graft obstruction (eogo). Log files were sent for review. The event log file captured some low flow events on (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm) during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that there were no changes to patient condition or anticoagulation status that may have contributed to gib. Gib symptoms included low flow alarms, fatigue, and dark stool. The bleeding was resolved. Argon plasma coagulation (apc) was done for bleeding arteriovenous malformations (avms). The patient did not have history of arrhythmia pre-left ventricular assist device (lvad). The arrythmia in this event was considered to be device or therapy related. The arrythmia got better with decrease in lvad speed. Impression of cta showed no evidence of acute pulmonary embolism, moderate left pleural effusion, and no pneumothorax. Eogo was not confirmed which was reviewed by surgeons.